Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation but evaluation is still in progress. Upon completion of evaluation of the subject part, k2m inc. Will file a supplemental report indicating the findings.

Event description:
On 05.11.2018 it was reported to k2m, inc. That a patient presented with a backed-out set screw and offset connector and a bent side connector approximately a month post-operatively. As a result, the patient was revised on (B)(6) 2018. (Related to 3004774118-2018-00088 and 3004774118-2018-00089)

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product(s) used was conducted. All records revealed that all product(s) lots were manufactured within specifications and distributed in accordance with all operating procedures. Investigation analysis indicated that all available set screws were fully engaged on the rods, while some wear patterns were also consistent with dynamic motion within the construct. It could not be determined if this dynamic motion was a contributor to, or result of, the disassociation. It was reported that the patient was non-ambulatory, which combined with non-fusion at the un-instrumented levels, may have contributed to unanticipated loading of the construct leading to failure. However, a definitive root cause could not be ascertained.

Event description:
On (B)(4) 2018 it was reported to k2m, inc. That a patient presented with a backed-out set screw and offset connector and a bent side connector approximately a month post-operatively. As a result, the patient was revised on (B)(6) 2018. (Related to 3004774118-2018-00088 and 3004774118-2018-00089).